Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor sales rep. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the vein intervention, accumulation of blood appears on side tube even 3-way stop cock closed. There was no patient harm. Additional information was received on 15 jun 2023: there was no action started before using the device. The process was completed with the device. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure was completed successfully using the device. The physician is a cardiovascular surgeon.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One 6fr ik sheath was returned for product assessment. The sample was subject to visual analysis. No damage or deformations were found on the 3wsc or side tube. The sample was subjected to leak testing. For leak testing, the ik 3wsc was connected to leak testing equipment providing constant air pressure at 4.3 psi to simulate low pressure leak testing. The device was pressurized and placed under a water bath to visualize bubble formation to test for the presence of a leak. The 3wsc was closed to prevent flow through the side tube. After several minutes under pressure test, there were no leaks present from the 3wsc or side tube. The dilator was inserted to check for leaks along the sheath and valve. After several minutes, no leaks were observed along the sheath or at the sheath valve. The complaint cannot be confirmed for 3wsc leakage issues because the sample performed within specification and no leaks were observed from the 3wsc or side tube. The exact root cause cannot be determined. The likely root cause is the 3wsc was not clicked into the 'off' position during the procedure and led to the leak through the side tube. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since the risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).